Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that pcb00 32.0 diopter intraocular lens (iol) was explanted due to patient experiencing glare at night. No further information was provided.

Manufacturer narrative:
Returned to manufacturer on 12/08/2016. The intraocular lens (iol) was returned to the manufacturer. Visual inspection of the returned device was performed. The returned product consisted of five pieces of lens received in a sample collection container. The pcb00 insertion device was not returned. The reported issue is related to the patient perception of halos and glare. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.